Event description:
The suture was used during a colectomy. Reportedly, four days post-op, four of the interrupted, sutures broke at the knot. The patient was re-sutred in the hospital room. Pt status is reported as fine.